Event description:
Analysis of the returned device found the catheter shaft to be broken. There was no patient involvement.

Manufacturer narrative:
(B)(4) - the reported event of device shaft broken. The device history record review confirms that the device met all material, assembly and performance specifications upon its release. The product was returned for analysis in the dispenser coil. A break in the catheter shaft could be seen 15cm from the proximal end of the catheter. A 11.6cm of braid was exposed but intact. Kinks could also be seen 7.5cm, 32cm and 33.6cm from the proximal end of the catheter. A 0.0184' mandrel was introduced through the catheter hub and restriction was felt 15cm from the proximal end of the catheter due to the break in the catheter shaft. The mandrel was then advanced through the distal end of the catheter. The mandrel advanced through the shaft and restriction was felt at the break in the catheter shaft. A coating confirmation test was carried out. The test confirmed the presence of coating, however there was severe coating damage evident all along the catheter. There was no missing or peeling coating. The failures observed are indicative of inadequate flushing of the dispenser coil prior to removal the catheter. Flushing the dispenser coil with saline activates the hydrophilic coating on the catheter allowing the catheter to be removed without difficulty. If inadequate flush is used the catheter may adhere to the sides of the dispenser coil and may break when the physician attempts to remove it. Although it was reported that the dispenser hoop was flushed, the damages observed are consistent with insufficient flush of the dispenser hoop. Excessive force used in attempting to remove the microcatheter from the dispenser coil most likely caused the damage to the coating and the kinks on the catheter shaft. A root cause of user/use error will be assigned to this complaint.